Event description:
It was reported that the left ventricular lead had increased impedance and was not capturing. The patient was enrolled in the system longevity study. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. There were no anomalies found. It was noted that the distal conductor had blood/body fluid (not obstructed). The outer insulation was melted and had cosmetic environmental stress cracking and cosmetic depression. It was visually notes that there was apparent explant damage.